Manufacturer narrative:
It was reported that a patient underwent a low voltage ablation procedure for persistent atrial fibrillation and pulmonary vein was isolation with a thermocool® smart touch® sf bi-directional navigation catheter, and at the end of the procedure there was a large thrombus on the tip of the catheter. The investigational analysis completed on 4/15/2019. The device was visually inspected and residues of thrombus were observed on the catheter tip. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures and the device was found working under specifications. It could be related to the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
Additional information was received on 2/22/2019, indicating the patient has not exhibited any neurological symptoms since the procedure was completed and generator parameters were set to power control mode. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 2/14/2019. Upon receipt, the catheter tip was clear of any material, but had minor discoloration. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 2/15/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a low voltage ablation procedure for persistent atrial fibrillation and pulmonary vein was isolation with a thermocool® smart touch® sf bi-directional navigation catheter, and at the end of the procedure there was a large thrombus on the tip of the catheter. Before use, the thermocool® smart touch® sf bi-directional navigation catheter was flushed. When checking whether water flowed from the tip, the amount of water from the tip was less than usual. After flushing, the catheter was compared. However, it was unclear whether the thrombus blocked the water. The attached thrombus was wiped off by the physician. The procedure was completed no adverse patient consequences were reported. The observed thrombus has been assessed as MDR reportable. It was reported that during pulmonary vein isolation ablation, the mitral line was ablated. Entry time was 12:32 and leave time 16:40. Ablation occurred at about 25 to 35 w. Irrigation was performed with ablation at 8 ml below 30 w and 15ml above 31 w as noted the instructions for use. The ablation target value was roughly the front wall 450, the back 400, until the temperature sensor sounds near esophagus. Activated clotting time (act) during ablation was approximately 293- 392 seconds. Heparin of 2000-5000 units was administered to the patient. Settings for the smart ablate generator during the event include: time 999s, power ramp duration off, temperature setting warning at 39, temperature cut-off at 40, impedance setting max cut-off 250 ohm, spike cut off at 60 ohms/0.5s, and minimum cut off 50 ohms. Irrigation control settings were at: high flow 8 -15 low flow 2 pre radio frequency time, 1 post radio frequency. Time, 5 low fluid warning 100.